Manufacturer narrative:
Device evaluated by MFR: epc failure was suspected. The customer was sent replacement main electronics to resolve the issue. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the machine is not starting-up. This happened during a ventilation on a patient and the patient had to be removed from this ventilator. No patient harm was reported.